Event description:
Customer reported the workstation will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and the customer reloaded the software. System operates as intended.